Event description:
Some of the strips are not drawing the blood onto the strip. Dose, frequency & route used: tests twice a day. Therapy dates: last 10 years or so. Diagnosis or reason for use: diabetes.